Event description:
Keel punch impactor is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted hp mbt keel punch impact confirmed the punch impactor bolt responsible for retaining the spring loaded button in the impactor was fractured. The bolt fractured as a result of low stress high cycle fatigue crack initiation and propagation due to rotating bending fatigue consistent with depression of the button at slightly off-axis angles. No material defects were observed in the bolt that could have contributed to fracture initiation and/or propagation to failure. Based on the determination of product wear out due to normal use and servicing with no evidence of product error as a contributing factor, nop corrective action is warranted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.